Manufacturer narrative:
H.6. Investigation summary: bd received one sample and 6 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and the issue of foreign matter on the outside of the tube tray was observed. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "an insect-like black foreign matter was found between tubes on the tray (100 tubes)."

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "an insect-like black foreign matter was found between tubes on the tray (100 tubes)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.